Manufacturer narrative:
Diopter +06.00; silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): a lens work order search revealed there were no similar complaints within the work order. A visual inspection of the returned product found very small piece of optic torn off and missing. Lens is torn at the optic and loop haptic junction. There was evidence of dry clear surgical residue. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq2010v +06.00 three piece silicone lens. The lens tore on insertion into the patient's right eye. The lens was removed and another lens, same model and size was implanted. There was no patient injury. Cause of lens tear was a faulty injector. The plunger tip on the injector was bent. See MFR. #2023826-2016-00212 for injector.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, medical review, device history record review and the lens evaluation, a specific root cause of the event could not be determined. (B)(4).